Manufacturer narrative:
(B)(4). The manufacturer has reported this event under MFR report # 8010762-2016-00595.

Event description:
According to the customer: the customer stated that shortly after initiating support the delta pressure rose to +400 mmhg during support. At set up, the customer stated that the transducers were not able to be zeroed to atmosphere as the unit was previously primed. Regardless, the customer attempted to zero the pressures while the set was filled with solution before initiating support. During support, the flows dropped from 4.0 to under 2.0 lpm with an accompanying drop in part and pven. The pint rose to +400 mmhg. No affect to the patient was reported. The customer stated that the hls would be saved for inspection. Additional information received by the factory on may 1, 2017- "the patient did die after treatment". The manufacturer reported this event under MFR report # 8010762-2016-00595, (B)(4).